Event description:
Caller reported discrepant results when values were compared to the lab. A nurse from the doctor's office stated that the previous three inr readings off the patient's meter were 2. Something and each one was compared to the lab and fell into the range of 4.1-5.0. The exact results were no provided, but comparisons were done within an hour of each other. No new medications for patient; no antibiotics, pain medication or lovenox; no recent hospital stay or physical challenges. Not sure of last coumadin dose because doctor stopped it for a few days due to the high lab results. The patient's range is 2.0-3.0 and she has been taking coumadin for several years. Patient indicated that she had performed comparison studies several times before with acceptable results.

Manufacturer narrative:
Investigation: unable to determine confidence limits for reported complaint due to absence of specific inr results from inratio device and comparative system. Meter was returned to biosite for investigation. Internal inspection performed and revealed no apparent indication of contamination or physical damage resulting from device abuse/misuse. Testing was performed using retain strips, returned meter, in-house meters and 2 donor samples. The results can be found on page three. Summary: there is no significance in the discrepancy analysis for customer did not provide the inratio value and lab value to calculate the confident limit. Replication testing did not reproduce complaint. Meter functional cell resistance test indicated component worn-out or contamination might have occurred. There is no sufficient information to determine the root cause. As of 01/13/2010, 7 discrepant result complaints were reported for lot #220392 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On-going trending shall be performed to determine if further action is warranted. No product discrepancy established; no corrective action required at this time. Comparative sample testing performed on returned product with results as detailed below. Sysmex results for both donors are above 2.0. The minimum of 2 out 3 replicates for each donor are within the acceptable bias variance of +/-1.0. No further action is required.